Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the reservoir compartment was chipped. The customer's mother reported that the reservoir would come loose. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they would sometimes tape the reservoir. The customer's mother also reported that they had high blood glucose of 380 mg/dl and 360 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.